Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection with 1 syringe of juvéderm® voluma¿ with lidocaine in the chin. Patient returned to the office the following day, with a possible arterial occlusion, complaining of pain and a large bruise. All symptoms occurred at the injection site. Per healthcare professional, the event is not product related as product was ¿injected into artery-mental.¿ the nurse injected 620 iu hyaluronidase as the capillary refill was sluggish. The next day, patient is "doing well, much better and capillary refill normal." Symptoms resolved an unspecified amount of time later.